Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and insulin pump died. The customer's blood glucose level was 258 mg/dl at the time of incident. Customer stated that the button of the insulin pump was not responding. Customer stated that the time clock advances. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify keypad unresponsive or button error alarm and unexpected battery power loss anomaly due to blank display.